Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the air/water cylinder and channel of the scope could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The device evaluation found the air water cylinder had no color, the suction cylinder had no color, the label on the scope connector was damaged, the adhesive around the objective lens was cracked, the light guide lens was cracked, the bending tube was deformed, the adhesive on the protective coating of the bending portion of the device was detached, the connecting tube was snaking and had a wrinkle, the coating on the connecting tube was peeling, and there were scratches on the grip, switch 1, plug unit, and universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had reduced angulation function and damage to the distal end of the device. The device was returned for evaluation. During the device evaluation, foreign materials were found in the air water cylinder and air water tube which constitute a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.